Event description:
It was reported that the patient had coupling issues between the recharger and their implantable neurostimulator (ins). The use of the antenna locator (al) feature did not improve coupling nor did adjusting the antenna dial. The use of additional spacers also did not resolve the issue. It was noted that their new ins was placed in the same pocket site and seemed tilted (not as flat as with previous ins). The patient did note that, otherwise, the new ins was working. An x-ray was then taken which showed that the ins was flipped backwards. On (B)(6) 2012, the patient had a surgical revision in which the ins was properly positioned. Following the revision, the patient now obtained good coupling for charging (8 bars) and impedance measurements were within normal range. The therapy now (as before) provided the patient with excellent results.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; recharger model 37754 serial# (b)(4;) programmer model 37744 serial# (B)(4).